Event description:
It was reported that after spaceoar vue placement there was suspicion of rectal wall infiltration (rwi) after the procedure. Although some gel was observed to have come back during the injection, prompting the physician to stop, a magnetic resonance imaging review revealed a minimal rwi. Fortunately, the patient did not experience any complications as a result of the event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 01/15/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.